Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Additional product code hwc.

Event description:
During surgery for a tfn implant, it was noticed that the set screw was fully seated and would not allow the helical blade to advance. As the surgeon was attempting to advance the helical blade using the mallet, the sales consultant heard metal on metal. An x-ray was taken which revealed the locking mechanism was down. The surgeon had to disengage the locking mechanism to allow the helical blade to be inserted. The surgery was prolonged approximately 5 minutes. There was no adverse effect to the patient. This is report number 1 of 1 for complaint (B)(4).